Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that within one week post implantable cardioverter defibrillator (ICD) implant, the patient had a percutaneous coronary intervention (pci) procedure and dental procedure. Shortly after the procedures, the right ventricular (rv) lead exhibited t-wave oversensing (twos) resulting in multiple inappropriate therapies. The rv lead had dislodged into the atrium. The rv lead was repositioned back to the ventricle and the patient requested that all therapies be programmed off. The patient is experiencing fear, anxiety and stress due to inappropriate therapies. The lead remains in the patient. No further patient complications have been reported as a result of this event.